Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another device. The philips field service engineer (fse) visited system onsite and confirmed that the system displayed geometry movements partly available and unable to communicate with geo ipc error. As part of troubleshooting, the fse performed power on self-test, resulted in ipc failure, fse tried reloading the software, but the issue persisted, which indicates the issue with geo ipc. The cause of the geo ipc failure was not conclusively determined by the supplier's part analysis, however found the other failure as missing cmos. To resolve the issue, the fse replaced the geo ipc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.